Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient spilled water on their universal battery charger (ubc). The ubc sparked. The patient was issued a loaner.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the universal battery charger (ubc) was confirmed. The returned ubc (serial number (B)(6)) was received at the service depot. The ubc was opened, and water damage was observed across multiple components of the ubc. The damaged parts were replaced with new ones to resolve the reported issue. After replacing the water damaged components, the (B)(6) was functionally tested per the heartmate universal battery charger service process; the unit successfully passed all test steps. The repaired (B)(6) is ready for use and returning to the customer site. Review of the device history record for the ubc, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The unit was sent to the customer on 06may2019. The heartmate 3 patient handbook (rev. D, section 3 ¿powering the system¿) instructs the user to keep the universal battery charger away from liquid at all times. Fluid ingress within the battery charger may cause it to fail in operations, or may cause an electric shock. The heartmate universal battery charger instructions for use (IFU) (rev. B, sections ¿warnings and cautions¿ and 6.0 ¿routine inspection and cleaning¿) instructs users to never allow liquid to enter the interior of devices, and to keep the ubc away from liquid as much as possible. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.